Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range pacing impedance. After reprograming, a within range measurement was obtained. This rv lead remains in service. No adverse patient effects were reported.